Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: colorectal procedure. When the surgeon attached the anvil head to the stapler and proceeded to close the device the anvil head kept popping off. It happened about 5 times and then they opened a new stapler and the same thing happened again. After 5 hours and about 12 tries the stapler finally closed so they could fire. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colorectal procedure the echelon power stapler enzo head is popping off when trying to close it. There were no adverse consequences reported. No further information was provided.